Manufacturer narrative:
The explant date was corrected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00713. It was reported the patient's leads had migrated after the patient had a fall, and the lead may have come out of the header. Surgical intervention was undertaken during which the existing leads were explanted.